Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, due to damage on charged coupled device unit, a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope which is an olympus asset with no reported complaint. During the device analysis, service technician indicates that a a noise image was found. It was determined that the charged coupled device needed to be replaced. There was no patient involvement.